Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary incontinence, leading to a surgical procedure. During surgery, it was noted there was no fluid in the system; therefore, the entire aus was removed and replaced. No additional information was reported.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) started experiencing urinary incontinence, leading to a surgical procedure. During surgery, it was noted there was no fluid in the system; therefore, the entire aus was removed and replaced. No additional information was reported.